Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's lead was superficial at the laminectomy incision site. As a result, the patient was experiencing discomfort. It was noted the patient is very thin,. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the lead was implanted deeper in the patient's back. The patient is "doing well "postoperative.